Event description:
The customer reported the system is not tuning the phacoemulsification handpiece. There was no pt injury. One case was cancelled.

Manufacturer narrative:
The company service rep examined the system and replaced the pcb. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.